Event description:
It was reported that patient experienced high Blood glucose level on (b)(6) 2026 treated the event with a manual bolus from the pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.